Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a pocket failure occurred, and the station was not detected on the bus. Additionally, the keyboard was not functioning. The customer rebooted the station twice; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a pocket failure occurred, and the station was not detected on the bus. Additionally, the keyboard was not functioning. The customer rebooted the station twice; however, the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2010, and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the keyboard was not functioning. The field service engineer arrived on-site and found no pocket failure. The keyboard was identified as failed. The firmware was updated, and the issue was resolved. The keyboard was tested and confirmed to be functioning properly. The customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.